Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the implantable cardioverter defibrillator exhibited incorrect interpretation of signal. No intervention was performed. There were no patient consequences reported.